Event description:
It was reported that 7 bd discardit¿ ii syringes' barrels cracked while collecting blood. The following information was provided by the initial reporter: "syringe barrel cracked while collecting blood."

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. There are no samples and three photographs along with the reported complaint of cracked barrel. The investigating team has used the retention samples of material number 300850 and lot number 1284328 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually looked for the samples for cracked barrel and no cracked barrel was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect of cracked barrel. Crack could be caused during transferring of barrel from marking to assembly index if air pressure is high causing striking of barrel to pocket. Action taken- pressure gauge to be provided to check the air pressure and control the air pressure. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.